Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consume regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient device was performing the same way it did during the trial. The patient stated that she could feel stimulation, however the device was not doing anything for her left and her right leg was in pain on the outside of her knee. The patient also reported pain in her left foot. The patient felt that her stimulation was not doing any good. The patient reported feeling shock as if she was being zapped constantly. The patient was directed to follow up with their primary healthcare professional. No further complications were reported as a result of this event.